Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total knee replacement, during closure of the subcuticular layer the needle was broken halfway. They took a new device and finished the closure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The suture was received with the loop opened. Upon microscopic inspection, evidence of material transfer was observed at the weld site. Unfortunately, as no sealed samples were returned, a laced-through loop test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.